Manufacturer narrative:
Device expiration date: unknown. Medical device lot #: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported during use of the 22 g x 1 1/2 in. Bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle fluid was observed beyond the rubber stopper. Fluid leaked beyond the stopper. There was no report of injury or medical intervention.